Event description:
As initially reported to customer relations: the incident occurred while attempting to extract a lead: the 13fr evolution, g23747, along with the corresponding steady sheath, g25084, were utilized as the superior extraction sheaths. The 13mm needle's eye snare, g26517, and curved outer sheath, g26566, were utilized to capture the lead in the right atrium via the femoral vein and downward traction was provided to enhance the rail. The blood pressure dropped. The transesophageal echocardiography t(ee) was checked, and a team member reported possible effusion. The surgical team was called in and the physician reported that a hole in the right ventricle was found. Unnecessary personnel left the room at this time as the surgical team took over to help the patient. (B)(4).

Manufacturer narrative:
The device was not returned for the complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "hole in the right ventricle." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As initially reported to customer relations: the incident occurred while attempting to extract a lead: the 13fr evolution, g23747, along with the corresponding steady sheath, g25084, were utilized as the superior extraction sheaths. The 13mm needle's eye snare, g26517, and curved outer sheath, g26566, were utilized to capture the lead in the right atrium via the femoral vein and downward traction was provided to enhance the rail. The blood pressure dropped. The transesophageal echocardiography (tee) was checked, and a team member reported possible effusion. The surgical team was called in and the physician reported that a hole in the right ventricle was found. Unnecessary personnel left the room at this time as the surgical team took over to help the patient. (B)(4).

Manufacturer narrative:
G5: PMA/510(k): k961992. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.